Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high out of range pacing impedances were observed on this right ventricular (rv) lead. Review of the daily impedance measurements showed that the impedances had been gradually increasing for a few months. The patient is not pacemaker dependent and there were no changes to sensing or pacing thresholds. A chest x-ray was obtained and no anomolies were observed. The physician elected to continue monitoring the system through routine follow-ups. This rv lead remains in service. No adverse patient effects were reported.